Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during surgery the device had lower than expected power. There was no patient impact and there was a delay of 5-10 minutes. An alternate device was utilized to complete the procedure. Due diligence is in process and there is no additional information available. There was no adverse event associated with the malfunction.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a3, b4, b5, d2, d4, g1, g3, g6, h1, h2, h6, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Part and lot identification are necessary for review of device history records, neither were provided. The event cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.